Event description:
The complainant reported that the automated impella controller (aic) exhibited persistent yellow alarms during preventive maintenance. Additionally, it was found that the impella connect module (icm) does not connect to the cloud. There was no patient involvement as the error occurred during maintenance.

Manufacturer narrative:
The investigation into the controller error and impella connect module connectivity issue identified during preventive maintenance (pm) has been completed. The impella automated controller was returned for investigation. The data analysis of the logs indicated a persistent controller error (defective optical sensor lamp ¿ event set #1039) was issued upon each startup. This alarm would occur immediately after the optical bench would reset due to the bad_lamp_recovery_state. The returned console was tested, and the controller error failure mode was observed multiple times during the pm. The investigator swapped the lamp assembly to resolve the controller error and retested the 5 signal parameters/ optical to confirm the bench was within the optical-related specifications per the preventative maintenance procedure (0042-7309). The controller error failure mode was due to a defective lamp assembly. The cause of the controller error issue was a defective component. Issues relating to connectivity of impella connect module, icm unable to connected to network. The cause of console unable to connect to network was due to it reverted to mfg mode, however, the root cause of the problem was unable to be determined. This report is being filed as part of a retrospective review of historical records.